Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and regular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower quadrant pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2015, underwent a pelvic surgery try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: or (B)(6) 2015, it was determined that patient required surgical intervention to address her complications. She then had to undergo additional surgery on (B)(6) 2015. Most recent follow-up information incorporated above includes: on 18-jan-2018: this case was found to be a duplicate of case (B)(4) and will be deleted from bayer database. All information was transferred to the remaining case. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and regular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/lower quadrant pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2015, underwent a pelvic surgery try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: or (B)(6) 2015, it was determined that patient required surgical intervention to address her complications. She then had to undergo additional surgery on (B)(6) 2015. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.